Manufacturer narrative:
The insulin pump was received with frozen screen due to a faulty component on the interface board. The program alarm anomaly alarm and blank display could not be verified due to the frozen screen. The frozen screen also prevented functional testing including the self test, operating currents test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, and no delivery test from being performed. The following physical damage was noted: cracked casing at the display window corners, reservoir tube lip, and belt clip slot along with minor scratches on the display window.

Event description:
The customer reported via phone call that she dropped in the insulin pump in the bathroom and the display went blank and the device alarmed program alarm anomaly. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated and the customer was unable to turn the insulin pump on. The drive support cap appeared normal. There was no visible damage on the device as well. However, a self test could not be performed since the device was off. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.